Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that diaphragmatic pacing at all vectors was noted. Hence, this brady lead was explanted and a left ventricular (lv) lead was implanted. No additional adverse patient effects were reported.